Event description:
Despite the fixation of the trio with one screw the cup migrated towards the pelvis, due to bone resorption. No signs of infection. Revision surgery with a cemented shell 2 months post op. We were informed on (B)(4) only.

Manufacturer narrative:
Document review on the lots of implants explanted: versafitcup cc trio cementless cup 58: code (B)(4) / lot 112455 ((B)(4) cups produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization cycles. The (B)(4) cups belonging to this lot have been already implanted and no similar incidents have been reported up to now. The surgeon that performed primary and revision surgeries added the following comment: "there were difficult conditions from the beginning in this case. I found a oval acetabulum and finally I had to make a cancellous bone grafting to begin". On the basis of the data collected, a device involvement in the problem occurred is highly unlikely.